Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump had a keypad anomaly and an excessive no delivery alarm. The customer's blood glucose levels are unknown. The customer stated that the "act" button was not responding and that the insulin pump had not been used for an extended period of time. Standard troubleshooting was performed. The customer was advised that because the insulin pump was not in use for an extended period of time, it alarmed excessive no delivery when it was restarted. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The product is not being returned. Nothing further was reported.